Manufacturer narrative:
(B)(4). A philip's sales rep reported the device had a display issue. There was no reported pt involvement. This complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
A philip's sales rep reported the device had a display issue. There was no reported pt involvement.